Event description:
It was reported that during an interventional procedure, the armada device was damaged. No additional information was provided. Analysis of the returned device revealed a leak at the distal end of strain relief tubing.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for a full analysis, as the complaint reported was non-specific damage. During analysis the device was pressurized and a leak was found at the distal end of the strain relief tubing. A search of the complaint handling system confirmed there were no other incidents reported for leaks from this lot. A search of the lot history record for this specific lot indicated no related non-conformance records. Based on an expanded investigation, a product issue related to leakage at the hub was identified. Further assessment of this issue per site operating procedures was performed and corrective actions were implemented. The performances of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.